Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a tecnis multifocal intraocular lens (iol) was explanted from the patient's left eye, and was replaced with a lower diopter non-johnson & johnson surgical vision iol. No further information was provided.